Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. During evaluation, both negative battery contacts were found depressed unable to rebound as designed. The depressed battery pins did not allow for dc operation. The rear case was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had depressed battery pins. It was also reported there was no patient injury.